Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2022. Health effect - impact code, additional information has been requested and received. Attempts to obtain the device have been made however not returned to date. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffer from any sign or consequence? Please provide more details the patient has had no long term harm as far as we aware at the moment but initially the patient has had longer anaesthetics due to having to re-do suturing and consequently more needle penetrations due to having to start again. This has cost the practice considerable amounts of money as we did not feel it was right to pass on the charge to the client. Veterinary application. * what was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? The suture came off the needle when we were suturing the cornea either for graft surgery or corneal repair. * what is the lot number? The lot number is scmhsp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffer from any sign or consequence? Please provide more details. What was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. The needle broke off the suture unexpectedly. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.